Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting procedure the patient developed chest pain and required a target vessel reintervention. Target lesion #1 was located in the proximal right coronary artery with 90% stenosis and was 5.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and by implanting a 3.50 mm x 16 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the mid left anterior descending (mid lad) artery with 95% stenosis and was 15.0 mm long with a reference vessel diameter of 3.75 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 mm x 24 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2010, the patient developed cardiac chest pain. Coronary angiography revealed a stent thrombosis in the mid lad with 70% stenosis. The site has noted focal in-stent restenosis. A target vessel reintervention was performed and the patient was also treated with medication. Post-procedure stenosis was 0% and timi flow was 3. The patient was discharged on aspirin and prasugrel.

Event description:
It was further reported that the treatment for the stent thrombosis in the mid left anterior descending artery consisted of aspiration thrombectomy, angioplasty, and implanting an overlapping 4.0 x 12 mm taxus liberte stent. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).